Event description:
It was reported that during an exchange pacemaker procedure, the non-boston scientific right ventricular (rv) lead exhibited impedance anomaly and high capture thresholds. The rv lead was tested with the pacing system analyzer (psa) and out-of- range pacing impedance measurements were observed. Subsequently, the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).